Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 20 x 3.50 promus premier¿ drug eluting stent (des) was advanced for several times, however difficulties were encountered. The device was removed and the stent struts were noted to be lifted. A non-bsc balloon catheter was used for dilatation and the procedure was completed with a 28x.3.5 premier des. No patient complications were reported and the patient's status was stable.